Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she had experienced a hypoglycemic episode while at work. Pt reports an inaccuracy during which cgm/bg was 110/43 mg/dl. Pt felt disoriented. Paramedics were called and pt was administered d50. During her call to dexcom technical support pt reports she was feeling good.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.